Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels were in the 280's mg/dl range and manual injections were administered to address the bg levels. A supply change would be performed each time to resolve the occlusion alarms. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer's clinical diabetes specialist attempted to contact the customer multiple times; however, no response was released.